Event description:
The manufacturer received information alleging that device sent air but the screen was not displayed. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The device¿s lcd display was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that device sent air but the screen was not displayed. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The device¿s lcd display was replaced to address the issue. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.